Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No external damage was noticed. The complaint condition was duplicated during the evaluation. The battery and interconnect board no longer operate properly as a result of normal wear. Interconnect board was found not charging the battery. Performed power up and self-process. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over 9 years old.

Event description:
It was reported that a screaming alarm was experienced when turned on. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified depleted battery. The root cause of the issue was due to normal wear as the pump was over 9 years old.,